Manufacturer narrative:
Evaluation summary: it looks like someone tried to clean the nozzles with a needle and thereby the nozzles have been deformed and the distal body has been scratched. Correction information g6: follow up #1. H2: type of follow up. H4: device manufacture date. H6: coding changed based on the investigation result.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not marketed in us, therefore 510k is not applicable.

Event description:
A/w nozzles deformed, sharp-edged. It looks like someone tried to clean the nozzles with a needle and thereby the nozzles have been deformed and the distal body has been scratched. This event occurred at the time of during inspection. There was no report of patient harm.